Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were pins pushed back in the connector of the device. It was determined that the pins pushed back in the connector was a result of the connector not being properly aligned and forced into the female connector when plugging it into console. It was determined that this is what caused the intermittent operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a surgical procedure on the spine the motor device had intermittent operation. The reporter states that there may be an issue with the handpiece and cord connection. It was reported that ¿when they jiggle the cord at the hand piece it works.¿ it was confirmed not to be the console device as the device was tested with other console devices with the same result. There was no delay in the reported event as the same device was used to successfully complete the surgical procedure. It was reported that there was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.